Event description:
It was reported that the right ventricular (rv) lead had varying thresholds on both capture management and in the office, but the latest measurements on capture management align with the in-office measurements. Impedance is stable and there is no oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5534, implantable pacing lead, (B)(6) 1998. (B)(4).